Event description:
Info received indicates "monarch bladder sling has caused pain in my pelvic are pain with sex. Urine has began to leak again. I have tingling in my legs and hands, upper back pain and major headaches." No further info provided.